Event description:
The device was used to treat an infant. It was reported that the paramedic switched the device to the manual operating mode and selected 30 joules. Instead of pressing the charge button, the paramedic pressed the analyze button and a shock was advised, delivering a 200 joule shock to the pt. The pt was transported to the hospital and subsequently expired.

Manufacturer narrative:
(B) (4). A clinical review of the reported event determined that user error may have contributed to the pt's outcome. The user selected 30 joules in manual mode, pressed analyze instead of charge and then delivered the shock which was set at 200 joules in the AED mode. The delivery of 200 joules was equivalent to a dose of 13.3 joules/kg. This is more than 6 times the recommended dosage of 2 joules/kg. The device has not been returned to physio-control for eval; therefore, further investigation cannot be performed.